Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right side deflation. Concomitant medical products: left side; 425cc; mentor smooth round moderate profile, catalog #: 3501670; serial #: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a 425cc mentor smooth round moderate profile. The patient noticed flat implant on (B)(6) 2019 and right side deflation was confirmed by the physician on (B)(6) 2019 upon physical exam. As a result, the device was explanted on (B)(6) 2019.

Manufacturer narrative:
On 7/1/2019, the mentor failure analysis lab received the device for evaluation. On 7/19/2019, device evaluation was completed. Device evaluation summary: during evaluation of the sample it was noted appeared intact. Leak testing was performed and it revealed a tear in the posterior view, measuring approximately 0.3 cm .since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were observed. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/23/2019, mentor became aware that the product information is actually unknown and hence, fields d1 and d4 have been updated. Since no lot number was provided, no manufacturing record evaluation could be performed. Fields h4 (device manufacture date) and d4 (device expiration date) should also be blank also, associated products have been updated from unknown to replacements: r) 3501670 sn (B)(4) l) 3501670 sn (B)(4). Manufacturer¿s reference number: (B)(4).